Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. At this time it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
It was reported that: 7fr sheath, .014 x 300 cm thruway wire, 2.4/3.4 jet stream catheter. Highly calcified lesion in the right sfa. Device seized up on the wire during atherectomy. A new 2.4/3.4 jet stream was pulled and operated correctly. No harm occurred to patient only delayed the case. New employee accidentally discarded the device. As per additional information received, the doctor said the device and wire were removed as one unit with no harm caused to the patient. A new 014 thruway was utilized to complete the procedure.